Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from the patient's caregiver regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient had a bad 24 hours as he suddenly was unable to walk, his legs were trembling, and he was drooling much more. The caregiver stated that she does not think the symptoms were due to the stimulator and that the patient was just exhausted. It is unknown if stimulation was on or off due to a lack of access to the device. The caller was redirected to the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.